Event description:
It was reported to boston scientific corporation that a wallstent biliary covered endoprosthesis was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6), 2011. According to the complainant, the patient had a 3cm stricture within the common bile duct located 3cm above the papilla. The stricture was due to pancreatic cancer. The patient did not have tortuous anatomy and the stricture was not dilated prior to stent placement. The stent was positioned across the stricture. However, when attempting to deploy the stent, the blue outer sheath detached from the handle on the delivery system and the stent failed to deploy. A plastic stent was implanted to complete the procedure. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Based on the investigation findings that the distal stent wires were damaged, this event has been deemed reportable.

Manufacturer narrative:
A visual examination of the returned device found that the stent was fully mounted on the delivery system. The outer sheath was slightly kinked and the catheter was kinked at several locations. The t-bar connector was detached from the outer sheath. There was evidence of dried glue present inside the distal end of the t-bar connector indicating that glue had been applied as required during manufacture. On closer examination of the t-bar connector, a piece of material consistent with a piece of glove was caught inside the t-bar connector. During analysis, it was not possible to retract the outer sheath by hand so the shaft was dissected proximal to the stent and the inner lumen and stent were withdrawn from the outer sheath. No issues were noted with the profile of the inner lumen; however, the distal stent wires were damaged. The t-bar connector was dissected and, after removing the piece of material, there was no issue in the movement of the outer sheath proximally or distally. The condition of the returned device was consistent with the complaint incident. A review of the device history record (DHR) found that the device met all material, assembly, and product specifications at the time of release to distribution. Therefore, the detached t-bar connector and damaged stent are likely due to procedural/anatomical factors and the most probable root cause is operational context. A search of the complaint database revealed that no similar complaints exist for the specified batch. From the information available, this device was used per the directions for use (dfu) / product label.